Event description:
The customer reported that his blood glucose was in the 300 to 400 mg/dl range and air bubbles larger than a quarter of an inch were visible in the insulin reservoir, which he had previously been in use. The customer stated he did not see any air bubbles in the current reservoir or tubing. The customer replaced four infusion sets and reservoirs for the air bubble issue. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.